Event description:
There was an allegation of a questionable positive elecsys hbsag ii result from the cobas e 411 analyzer (rack system) for one patient. The initial result was 8.27 coi (reactive). The initial result was questioned. The customer performed a test with an hbsag test strip from an unspecified manufacturer, and the result was negative. The customer repeated the sample, and the repeat result was 0.398 coi (non-reactive).

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii. Repeatedly reactive samples must be confirmed using a neutralization test (elecsys hbsag confirmatory test)." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The elecsys hbsagii assay performs within specification. The investigation did not identify a product problem.